Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.